Event description:
Information received notes intermittent impedances of >1990 ohms with no capture or sensing. The physician opened the pocket and tugged on the lead causing the lead to come loose from the epicardium. When explant was attempted, the tines caught on existing leads. The physician pulled again and the distal tip electrode separated from the lead body. The lead tip was left in the patient in order not to inflict further injury.